Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop, significant reduction of ica, shallowing of ac, fixed pupil, significant pigment dispersion. Corneal edema, cloudy vision. Elevated iop treatment was administered. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. Cause reported as device.

Manufacturer narrative:
H6-clinical code 4581- significant reduction of ica, shallowing of ac, unreactive/fixed pupil, pigment dispersion h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).